Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported the mattress slipped off the litter. There was patient involvement, however there were no consequences or impacts to the patient.